Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the sodium reference electrode to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer stated erroneous patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), co2 (carbon dioxide), calc (calcium) and cl (chloride) with high anion gap on their unicel dxc 600 pro synchron system. There is no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.